Manufacturer narrative:
The unit was received with a frozen display due to corroded electronic assemblies. The unexpected restart error alarm could not be verified due to the frozen display. The unit was received with a corroded motor home switch, cracked casing at the display window corners and battery tube threads, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that their insulin pump alarmed with an unexpected restart error alarm; the customer returned from a fishing trip and the insulin pump was exposed to rain water. The patient's blood glucose at the time of incident was 174 mg/dl.troubleshooting was initiated for the exposure to moisture and the customer confirmed that the insulin pump had a few drops of fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was also able to clear the unexpected restart error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.